Event description:
Informed by the fusa sales of this product complaint. Complaint is cracked headers, specifically at the blood inlet port, where it meets the flat surface of the dialyzer header. Leaking was noted during patient treatment from the top of the dialyzer. The time of the leak was at the onset of dialysis. The leak is seen from fine circular cracks at the base of the blood inlet port. The patient lost 75ml, due to the leak. The dialyzer was changed and the dialysis continued without further problem. There were no adverse effects to the patient. MDR filed as malfunction, due to blood loss reported. The actual sample was discarded and no companion lot samples are available for evaluation.